Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product analysis was completed on april 22, 2015. Bio-residue was observed on the tube indicating it had been used which is in line with the customer description of event. Tube was returned with the inner pouch and label. There was no damage or anomalies in the construction of the device which would have resulted in the reported event. When viewed under magnification, there was no obstruction of the inflation assembly. The cuff was fully deflated and then inflated with 20cc of air, left for approximately 20 seconds, and no loss of air was detectable. The syringe was removed from the inflation valve and the cuff immediately lost pressure and deflated. The inflation valve was observed to be stuck in an open position. Once again the syringe was attached to the inflation valve and 20cc of air was added. The syringe was removed and this time the valve performed correctly. After repeated attempts the failure of the valve could not be duplicated. Even when pressure was applied the cuff it would not leak. The cuff was inflated and deflated 5 times without issue. Based on the above observations; the underlying cause is faulty valve. The valve is a supplied part.

Event description:
It was reported that the balloon deflated after placement, and the patient was reintubated to complete the case. There was no other patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.